Event description:
The patient underwent a dual-chamber pacemaker implant without complications. An acuity pro coronary sinus catheter came apart at the hemostasis valve and sideport. Lv lead and wire were unable to be positioned due to equipment. Notes from the operative report:....a 9-french tear-away sheath was then advanced over the other wire and its distal tip positioned in the superior vena cava. Through this sheath we attempted placement of a left ventricular lead via the coronary sinus. An 8-french extended hook guide catheter was advanced to the ostium of the coronary sinus. A 0.014x190 cm bmw guidewire was advanced into a suitable lv lateral wall branch of the coronary sinus. We then attempted to implant a lv lead, but were unsuccessful. The guidewire and guiding catheter were removed. Through the pocket, we then advanced a 6-french sheath via the seldinger technique into the superior vena cava. A boston scientific model #7740, pacemaker lead was advanced through the sheath. Under fluoroscopic guidance, it was advanced to the right atrial appendage and screwed into place. The sheath was removed and the lead was affixed over a suture sleeves using 2-0 silk suture. The atrial lead was tested. P waves were sensed at 3.8 millivolts with pacing threshold 0.9 volts and impedance 589 ohms. The pocket was irrigated with antibiotic solution. A boston scientific model #l301 dual-chamber pulse generator was brought to the field. The atrial and ventricular leads were affixed to the device. The device was placed within the pocket and affixed to the pocket using 2-0 silk suture. The pocket was then closed in three layers.